Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that they are getting a higher than expected lipase control results on architect c8000. After removing the multigent acetaminophen assay from the control panel, they got results within the control normal range. There was no impact to patient's management reported.